Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring and increasing results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under the same sterilization run. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted an outlier in (B)(6) 2017. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month was reviewed and no issues, deviations or ncs were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported right side ¿am a wreck¿, ¿rash from my neck down to my feet because I am so stressed out about this¿, ¿crazy symptoms of things that I have never felt before¿, and ¿had been very ill and was sent home with a "port" in her chest to administer IV antibiotics¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record and further investigation have been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-late onset. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿am a wreck¿, ¿rash from my neck down to my feet because I am so stressed out about this¿, ¿crazy symptoms of things that I have never felt before¿, and ¿had been very ill and was sent home with a "port" in her chest to administer IV antibiotics¿. Device remains implanted.